Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 3998, lot# j0444101v, implanted: (B)(6) 2004, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient did not have concerns with the device or therapy.

Event description:
It was reported that the patient was charging more than expected. The patient had lost a lot of weight and wasn¿t able to get the coupling needed for charging as good as before. The patient met with a manufacturing representative 6 months prior to the report because she had been having a hard time recharging the ins. This issue began about 10 months prior to the report. The manufacturing representative checked everything and updated that the patient had lost a lot of weight and the ins was shifting around when the patient went to recharge and it was not getting a good connection. There wasn¿t a work around solution to help the patient get better charging. The patient was told that she had another year before she would need a new battery or upgrade. Interventions and patient outcome were not provided. Follow up was requested to obtain this information. If additional information is received, a follow up report will be sent.